Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that in a total hip procedure, when rasping the cmk prosthesis, the plate fractured. It was used for five times before the event occurred. Surgery completed with another device. No adverse event to patient was reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the strike plate had fractured from the handle. The bottom of the strike plate and the handle shows impact damage. The reported device has evidence of being impacted along the instrument¿s proximal body and underside of the strike plate, possibly in an effort to dislodge the broach from the femur. This action of impacting along the proximal body of the broach handle puts the weld under tensile load. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.